Manufacturer narrative:
Additional information was provided in event or problem, relevant tests/lab data, other relevant history and explant date. Corrected information was provided in date of event. (B)(4).

Event description:
Additional information received from the consumer indicated that the initial surgeon prescribed vitamin e to treat the visual events. The surgeon she saw for a second opinion suggested the lens exchange procedure.

Event description:
A consumer reported that after intraocular lens (iol) implant on the left eye, she saw a shadow. The consumer visited a second doctor who diagnosed a negative dysphotopsia. Additional information was provided by the patient's surgeon, who confirmed that there was a peripheral limitation that looked like a frame. According to the surgeon's opinion, the frame was probably caused by the change of the peripheral light path at the posterior chamber lens. The patient's visual acuity was reported to be very good; however, the iol was explanted. No further information is expected. This is one of two medical device reports being filed for the same patient. This file is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. No further information is expected. (B)(4).